Event description:
During a loss of power in the hospital, the arctic sun shut off. The settings before the loss of power were set to a warming rate of .25 degrees celsius per hour. When the ac power came back on, the unit had to be restarted. Upon restart, the .25 degrees celsius per hour was not active, the automatic rate set to rise the temp to 37 degrees celsius was active.